Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for inspection. However, it was confirmed that the customer had left the system in a dry condition by letting it idle overnight, and the next day no e226 error occurred, and the system worked fine. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the video system center exhibited an scope communication error e226. The field service engineer inspected and restarted the system, removed and replaced the connections, and the error remained. The customer later left the system in dry condition by letting it idle overnight. The next day no errors appeared and the system worked fine without image issues. The reported issue occurred during a maintenance service. There was no patient involvement in this event.